Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on follow up received from the customer.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had no image. The event occurred before a diagnostic pharyngeal examination procedure. There was no delay, and the procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were updated: h6 and h10. The e1 "telephone number" and g2 fields were corrected based on the information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 9 years since the subject device was manufactured. Based on the results of the investigation, the electrical (el) connector on the scope had failed during the user handling. The event can be detected by handling the device in accordance with the following section of the instructions for use (IFU): "inspection of the endoscopic image." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings are as follows: the plastic distal end cover was burnt, objective lens was slightly scratched, the electrical contact of video connector was dirty, and distal end had discoloration. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had no image. There was no patient harm associated with the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision correction to h6 (adding medical device code 1071-thermal decomposition of device, adding investigation conclusions 4315-cause not established). New information added to the following fields: (added 4248-usage problem identified). The device was evaluated where an additional reportable malfunction was noted that the plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). Labeling: this issue is addressed in the instructions for use (IFU): the suggested event can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in IFU. Olympus will continue to monitor the field performance of this device.